Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. Unable to upload pump to carelink due to error message "pump data discarded" multiple times. No communication confirmed and isolated to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was not possible to download data from insulin pump to personal computer. The customer's blood glucose level was 8.2 mmol/l. The device will be returned for analysis.